Event description:
It was reported that a pericardial effusion, perforation, and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected for use. The 27mm flx closure device was prepped and inserted into the was. When snapping device into was the imager lost visualization of laa. While attempting to reposition transesophageal echocardiography (tee), the implanting physician began to deploy the 27mm closure device against recommendation as the imager was attempting to regain tee imaging. Prior to obtaining views of laa, the closure device was deployed. The patient began to immediately decompensate hemodynamically. A massive pericardial effusion began to accumulate, and a pericardial tap was initiated. It was also noted that the device had perforated the posterior wall of the appendage. Cardiothoracic surgery (CT) was consulted and after speaking to family and learning of the patient history and status, it was decided to not proceed with surgical intervention. The patient began to further decompensate and per family's request all life saving measures were stopped. The patient died while on the table.